Manufacturer narrative:
(B)(4).

Event description:
According to the company representative, "patient submitted to the hospital tuesday (B)(6) 2020, with chest pain following a tevar on (B)(6) 2020. CT revealed possible type 1a endoleak at the lsa (prox edge of initial graft zta-pt-38-34-217-w). The physician called me (B)(6) 2020 with a plan to extend proximally with a short 36 or 38mm alpha. He indicated that he begin with lsa/lcc bypass along with a vbx ¿snorkel¿ through the lcc via the left arm so he could extend the proximal edge of the graft over the lcc to the innominate. This plan was put into effect and he positioned a zta-p-38-167-w over a 300 couble curved lunderquist and initiated deployment of the graft after aortogram and marking of landmarks. The initial deployment went according to plan with the positioned right at the distal edge of the innominate artery. However, in the next instant the graft was fully deployed and 3cm past the innominate into the ascending aorta. The aortic lumen in this area was approximately 40mm and anesthesia confirmed on multiple occasions that there were no concerning changes in blood pressure or otherwise with patient throughout the rest of the case. The physician unsuccessfully attempted pull the device back, so he completed steps in releasing the device and called another physician to discuss options. The decision was made to cut down on the right axillary artery and place an additional vbx ¿snorkel¿ via the innominate next to the lcc snorkel. This was successfully accomplished (per attached image). A 14x20mm atlas was used to post dilate the portion of the vbx within the 13.5mm innominate lumen. The physician also used a tri-lobe balloon just distal to the lcc to minimize risk of continued type 1a endoleak. Final angiogram showed good flow to innominate & lcc but was inconclusive with regards to endoleak. Decision was made to close and take CT scan at later date."